Manufacturer narrative:
The device history record review provides assurance; the part was accepted with conformance to the product requirements. Device was not returned for evaluation.

Event description:
Revision 9 years post operatively due to pain.